Event description:
It was reported that curtis garrison experienced issues with difficulty plugging the pump in. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and is out of warranty, currently in the process of getting a new device, while cts decided to close the case due to the lack of log uploads necessary for calculating battery depletion.